Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that on two occasions, the customer observed small air bubbles at the luer lock. The customer's blood glucose (bg) level ranged from 220-275 mg/dl and a correction bolus was delivered to address the bg level. The customer primed out the air bubbles on one occasion and had not yet removed the bubbles at the time tandem technical support was contacted.